Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive posterior lumbar interbody fusion at l4-l5 due to herniation. Intra-op, tab of the instrument broke while performing final tightening of counter torque and the screw tab. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. No patient complications were reported.